Manufacturer narrative:
A revision was performed and this lead was successfully replaced. The explanted lead will not be returned for laboratory analysis. No additional information is available. If any additional information does become available, this report will be updated.

Event description:
Boston scientific crm received information that at a scheduled post implantation follow up, a chest x-ray revealed that this right ventricular defibrillation lead had dislodged. A review of the associated device's memory also revealed that there were some inappropriate tachycardia therapy that had been delivered as well. No adverse patient effects were reported.